Event description:
Rn of home paptient (hp) reports leak around clamp of one week old transfer set. Rn reports transfer set was changed and hp was treated with prophylactic antibiotics with no resulting injury.